Event description:
It was reported that the surgeon attempted to insert a 4.0 diopter aq5010v silicone three-piece lens, but the injector overrode the lens while it was advancing and bent one haptic. There was no pt contact or injury. The reporter stated the bent haptic was due to the injector.

Manufacturer narrative:
The product pertaining to this complaint was not returned for eval. However, the lens was returned and visual inspection found the lens optic torn into two pieces and one haptic bent. There was evidence of clear surgical residue.